Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2018, the patient went to facility for confirmatory testing after receiving positive results on six home pregnancy tests. A urine sample was collected and a consult hcg urine cassette produced a negative hcg result. As the patient was insistent that she was pregnant, serum test was conducted and produced a positive hcg result. The customer later retested the patient's urine sample two to three times using additional consult urine hcg cassettes and obtained a negative hcg result each time. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentrations and high positive hcg urine standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.